Manufacturer narrative:
Model number/ catalog number: sc-2352-70, serial number: (B)(4), batch/ lot number: 13707075, model/ catalog description:linear 3-4 lead 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.